Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (B)(6) 2010.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient was implanted some years ago for overactive bladder. At a follow up appointment, the patient reported a return of symptoms and impedances were greater than 4,000 ohms on all contacts. The patient had lost weight and fell, which may have led or contributed to the issue. The physician decided to explant the entire system and implant a new one on the opposite side. The replacement procedure occurred in the beginning of (B)(6) 2016. During the procedure, the lead showed damage near the tines. While removing, the lead broke right next to the tines and a fragment remained in the patient's body. The system was replaced and the issue was resolved. The patient was well and receiving effective therapy.